Event description:
It was reported that a linx device was explanted due to persistent dysphagia. Symptoms onset immediately following implant. Diagnostics performed were esophagoscopy, pneumatic dilation, egd, and marshmallow bagel esophagram which led to the clinical decision to explant. The explant was converted to toupet fundoplication.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Once I hear back from the dr I will share. What is the product code for the linx device that was removed? Lxmc 17. What is the lot number of the linx device? Lot# 24480. When using the linx sizing device what technique was used to determine the size? Visually looking how the white loop of the sizer looks as it progresses to compression. Based on visually how loop looks in relationship to the esophagus- loop should have a slight window so as to not completely be touching all the way around, once touching all the way around makes note of the next size up. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunosuppressive drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No pre-existing dysphagia. Pt medical conditions: htn, obesity, copd, pulmonary htn, barretts. How severe was the dysphagia/odynophagia before intervention? Enough to request device be removed. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. Besides the reported dysphagia, what was the reason for removal of the linx device? Just persistent dysphagia. Was the device found in the correct position/geometry at the time of removal? Yes. Date of original implant: 1-14-21. Reason for removal persistent dysphagia when did symptoms start upon implant any diagnostics that resulted in decision to remove esophagoscopy with pneumatic dilation, egd bravo, marshmallow and bagel esophagram (B)(6); date of removal and outcome? (B)(6) 2022. Pt doing well general pt health, allergies, immunosuppressed? Htn, obesity, copd, pulmonary htn, barretts replace linx or fundo or nothing? Converted to toupet fundoplication. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4); date sent: 4/20/2022. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? Yes, ph, manometry, and egd we're done prior to linx placement but I am waiting for surgeon to respond and or share results. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found. A manufacturing record evaluation was performed for the finished device batch number 24480 and no non-conformances were identified. D3: (B)(4).